Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the device was interrogated prior to implant while still in the box and was at elective replacement indicator (eri). The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.